Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Patient correspondence: patient has a painful knee. Update rec'd 5/05/2015- authorization forms received. Authorization forms stated that patient's lawyer would contact us therefore no further follow-up will be conducted by complaint handling unit. If any litigation is received, the complaint will be updated at that time. The complaint was updated on: 5/05/215. Update recvd 7/19/2016- der states patient was revised to address pain and tibial loosening at the cement/implant interface. The cement manufacturer is unknown. The complaint was updated on 7/26/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5, h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad (B)(6) 2019 were reviewed on (B)(6) 2019 for MDR reportability. Primary operative notes (B)(6) 2014 indicate the patient received a left total knee replacement due to pain, degenerative arthritis and varus deformity. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2016 indicate the patient received a left total knee revision due to failed left total knee arthroplasty with aseptic loosening of the tibial component and significant knee instability with stiffness. Indications for the procedure reveal the patient had been experiencing pain and decreased range of motion. Pre-revision x-rays are noted to reveal lucencies and tibial subsidence. The surgeon states upon revision that the tibial component is subsided and loose at the cement to implant interface. All implants were revised, with the exception of the patella, with competitor product. The surgery was completed without indication of complication by the surgeon. Depuy cement was utilized at the primary procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.